Event description:
After 200cc pleural fluid was removed, the aspirational needle was disengaged from the hub.

Manufacturer narrative:
Examination of the returned sample needle indicates the glued joint allows movement between the hub and cannula. Glued joint is not secured to cannula surface. An investigation has been initiated to review hub and cannula failures. Unfortunately, no lot number was reported so we were unable to review the DHR (device history record).